Event description:
Per the audiologist, the patient's device was explanted (date not reported) due to an skin infection at the cochlear implant site. The patient was reimplanted with a new device in the contralateral ear and is reportedly doing well.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.